Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue; however the reported resistance and kinked shaft appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid left anterior descending artery. During advancement of a 2.5 x 8 mm trek balloon catheter there was resistance with the anatomy and the catheter shaft kinked. An attempt was made to inflate the balloon; however, it would not inflate. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.